Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked from the fill port area during filling. The set was filled with penicillin g and normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from april 17, 2020 - april 23, 2020. H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection was performed to the video which showed evidence of backflow / leak from the fillport during fill. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.